Event description:
It was reported that post implant, the patient developed hypoxic respiratory failure, suspected to be secondary to IV fluid overload in the setting of heart failure. The patient required intubation. A small pericardial effusion on the left side was noted via transthoracic echo. The pericardial effusion was managed medically. The patient was extubated three days later. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.